Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient was booked for open reduction internal fixation and revision of femoral prosthesis following a periprosthetic femur fracture. The fracture occurred the evening following her total hip as she attempted to sit with the assistance of a nurse. During the revision procedure it was noted that the 36e crossfire insert was moving within the 52 mm trident psl shell. The surgeon elected to remove the insert and revise it to another 36e insert. Prior to implanting the new insert the surgeon inspected the trident shell and noted no irregularities. He then impacted the new liner and confirmed it was fully seated and locked in the shell.